Event description:
Medwatch (B)(4) received from department of health & human services indicates a zipfix band broke upon wrapping around the sternum during a CABG procedure. The account advised that when the zipfix broke the surgeon removed it, used a new one and completed the procedure.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.